Event description:
The pt noticed more enteral feeding solution had been delivered than was indicated on the pump. There was no illness, injury, or medical intervention resulting from the event. One pt involved.